Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump's settings have change on their own during use. There was no patient harm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿pump settings have changed on their own.¿ the unit was triaged and the reported issue could not be confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.